Event description:
The customer reported via phone call that the insulin pump was alarming no delivery and motor error. The customer was receiving no delivery alarms during basal and motor error alarms during rewinding. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error or excessive no delivery alarm was noted. The motor passed the motor test. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.